Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when implanting lenses with a preloaded injector, in some cases, the injector does not stop even when the plunger is no longer being pressed. Surgeon also reported that some lenses have the first haptic pushed forward, meaning the lens is not folding as it should. The surgeon stated that this issue has been repeated in several cases with the preloaded injector. Additional information has been requested.